Event description:
It was reported that the pump and motor started to make a grinding noise. It was further reported that there was an error. This is only the second time that the customer had used the product.

Manufacturer narrative:
Additional information will be provided once the investigation is completed.